Event description:
It was reported the coil prematurely detached during placement. No patient injury reported.

Manufacturer narrative:
The pusher assembly was returned for evaluation and found within specification. The evaluation could not determine the cause of the event.